Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the ventricular lead exhibited noise oversensing. No interventions were performed. The patient's condition was unknown.